Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 to treat stress urinary incontinence and cystocele and a sling was implanted. The patient underwent mesh revision/removal procedures on (B)(6) 2005 due to urinary retention and dyspareunia. It was further reported that patient underwent retropubic exploration, urethrolysis and urethral dilatation on (B)(6) 2007 due to bladder obstruction post sling and burch colposuspension. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and paravaginal suspension due to cystocele and stress urinary incontinence. It was reported that the patient underwent a release and revision of mesh, laparotomy and marshall-marchetti-krantz retropubic cystourethropexy on (B)(6) 2005 for urinary retention, cystourethrocele, pelvic exploration and urethrolysis on (B)(6) 2007 for urgency, frequency of urination, with dyspareunia and pelvic pain. The patient also underwent hernia repair (2005) , excision of bilateral vulvar vestibular gland (2009) and hypokalemia (2011). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 concurrently with anterior vaginal repair of cystocele. It was reported that the patient underwent excision of vaginal polyp on (B)(6) 2005 for polyp of vagina and excision of bilateral vulvar vestibular glands on (B)(6) 2009 for vulvar vestibulitis. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced painful urination, hematuria, leakage, bleeding and discomfort with sex, and urge incontinence.

Event description:
It was reported that following insertion the patient experienced painful urination, hematuria, leakage, bleeding and discomfort with sex, and urge incontinence.